Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the explant of an implantable pulse generator (ipg), the programmer froze while attempting to interrogate the ipg. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.